Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to pain and a broken stem. The stem required trephines in order to remove the stem from the canal; however, the surgeon was unable to remove the implant from the trephine.